Event description:
A caller reported that the pump battery would not charge, and a power source alert was received. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging; no further assistance was needed.